Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. The complaint device is not being returned for evaluation and therefore the reported failure cannot be verified. It cannot be determined if the active tip sustained any damage that led to this type of failure. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ no further information was available to determine if the above mentioned factors contributed to this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one similar complaint for this lot of devices that were released to distribution. The complaint rates were reviewed against the risk analysis documents and found to be within expected levels. Since the function of the electrode is to ablate tissue, the risk associated with sparking of the electrode tip within the joint space is low. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This is report 1 of 2 for the same event. It was reported by the sales rep that during a shoulder arthroscopy surgical procedure, it was observed that the vapr3 generator device started sparking and would not read the vapr s90 4.0 mm w/integr hdp electrode device. According to the reporter, the vapr s90 electrodes sparked while in use inside the patient. It was reported that nothing had fallen off of the electrode. It was reported that the electrode was discarded by the customer. It was reported that some smoke was also reported to have come from the vapr generator. It was reported that the surgeon was done using the generator at that point in the procedure. It was reported that the procedure was completed with no reported adverse patient consequences to the patient, surgeon, or any other operating room personnel. There was a delay of less than five minutes in the surgery. It was reported that the surgery was completed with another vapr iii unit. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The complaint device is not being returned for evaluation and therefore the reported failure cannot be verified. It cannot be determined if the active tip sustained any damage that led to this type of failure. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ no further information was available to determine if the above mentioned factors contributed to this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one similar complaint for this lot of devices that were released to distribution. The complaint rates were reviewed against the risk analysis documents and found to be within expected levels. Since the function of the electrode is to ablate tissue, the risk associated with sparking of the electrode tip within the joint space is low. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The 225021 vapr iii generator, shoulder arthroscopy, no patient harm. Delay < less than 5 minutes. Surgery completed with another vapr iii unit. Unit started sparking and would not read the electrodes. Unsure is customer owned or consignment. The following additional event information was received from our sales rep in a follow-up phone conversation on 3-22-17: the sales rep stated that one of her trunk stock vapr s90 electrodes sparked while in use inside the patient, and nothing had fallen off of the electrode. The electrode was discarded by the customer. Some smoke also was reported to have come from the vapr generator. The surgeon was done using the generator at that point in the procedure, the procedure was completed with no reported adverse patient consequences to the patient, surgeon, or any other operating room personnel.